Event description:
It was reported the physician did a "sharp" curettage prior to an uneventful novasure endometrial ablation on (B) (6) 2010. A post hysteroscopy showed "nothing unusual". Three days later, the pt was admitted to the hospital, on (B) (6) 2010, and a bowel burn was diagnosed via computed tomography (CT) scan. The pt was taken to the operating room (or) and "because of the massive size of the uterus" an e-laparoscope was done. "Extensive fluid and stranding were seen in the uterus" and a "punctate bubble of air [was] seen in the peritoneal cavity". "Adhesions to the sigmoid colon from the uterus were noted, as were fistulae from the sigmoid colon to the uterus". A colostomy was done after "15cm of the rectal sigmoid colon was resected". The pt was discharged home on (B) (6) 2010. The pt was seen on follow-up and the physician reported she is doing well.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as identification numbers were not provided by the complainant. (B) (4)